Event description:
It was reported that a smiths medical pump alarming displaying no disposable clamp tubing continuous beeping. No adverse patient effects were reported.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for analysis. A cassette was attached to the device and ran with no issues. The operator could not duplicate the "no disposable" alarms. It was recommended to recalibrate the upstream sensor and to replace downstream sensor as preventive measure.